Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the message "settings not available" was seen. Settings were normal, but the rep noticed high impedance on the active electrodes. The rep had already tried making sure the ins was charged, using electrodes with lower impedance, decreasing intensity to zero then increasing to perception or right before out of regulation (oor), adding electrodes, changing polarity, and checking if the impedance issues only occurred in certain positions. Despite these steps, the patient programmer still showed "settings not available" even when using contacts that seemed to have in-range impedance. The possibility of an intermittent open circuit was discussed. Impedance testing and x-ray were recommended as possible troubleshooting options. Additional information was received from the rep. It was reported that the rep informed the physician and they revised the impedance in theatre and all were within range. The patient controller still did not work, but the rep reset it and got it working again. No symptoms were reported. Additional information was received from the rep. It was reported that the lead was not the issue, but rather the connection of the lead to the ins. They opened up the connection, recleaned the lead with dry and wet gauze, reconnected, and "talked' with the screwdriver more than once. They did the impedance test again and the connectivity check. They repeated this step about two times and eventually the impedance cleared. It looked like it was a connection issue, and they suspected that the lead tip slid out a little bit. It was noted that nothing would be returned, and all products were now functional and in good state. The lead was a surgical lead with a 5-6-5 electrode configuration that was placed many years prior. The model number and serial number were not available. The implant date was not available and it was noted that this was the ins was the patient's fourth replacement. This information was confirmed with the physician, and it was noted that the physician was satisfied.

Manufacturer narrative:
G2. Foreign: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.